Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 6, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer), g6 (indication that this is a follow-up report), h2 (follow-up due to additional information), h6 (identification of evaluation codes 11, 3331, 4114, 4248, 19). The affected sample was not returned for evaluation; however, a photo was provided that showed a burnt v-cutter tip. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found, and all electrical tests were within specification. All vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on review of past complaints, the cracked/fractured/burnt distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the black part of the v cutter was burning when trying to harvest. *no known impact or consequences to patient. *product was changed out. *procedure was completed successfully.